Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient has been unable to recharge her ipg or turn on her stimulation for approximately 3-4 months. The sjm representative confirmed the issue. The patient underwent surgical intervention to remove and replace her ipg. Reprogramming is pending.

Event description:
It was reported the ipg is unable to communicate with the external devices. A replacement charging system did not resolve the issue. The patient reports she recharged the scs system to full once a week for 2 hours each time. The patient will follow up with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified programming and recharge education was completed and issues are resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).